Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental report. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during a stent assisted coil embolization of an aneurysm, the coil did not fit well within the aneurysm. The coil was withdrawn; however, the coil detached from the delivery pusher within the microcatheter. The coil was removed together with the catheter and another coil was used to complete the procedure. No patient harm or injury occurred.

Manufacturer narrative:
Additional information: h10 (summary device evaluation). Summary device evaluation: the investigation of the returned coil system found the pusher over coil and pet damaged at the transition area, and the hypotube bent. The implant was returned stretched at proximal and separated from the pusher. No indication using a detachment controller was found on the pusher's heater coil. The investigation found the monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.